Manufacturer narrative:
The customer's cobas® liat® system was returned for evaluation and repair. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified, (B)(4).

Manufacturer narrative:
For the alleged false results, low baseline levels were observed in the growth curves. The analyzer is being returned by the customer for cleaning and repair. The investigation is on-going. A supplemental report will be submitted after the investigation is completed and conclusions are available. Facility name was truncated due to character limitations. The facility name is (B)(6). (B)(4).

Event description:
A (B)(6) customer alleged false positive flu b results for 8 samples when tested with the cobas sars-cov-2 and influenza a/b test (lots 00917y and 00928z) on a specific cobas liat analyzer (serial ID (B)(4)). No other targets (i.e., sars-cov-2 or flu a) were alleged to be false positive. It was noted the samples were repeated as negative with the alinity m resp-4-plex amp kit + viral culture. Eight mdrs will be submitted, one for each of the alleged 8 samples. No harm or injury was indicated, and it was noted the patients were placed in isolation due to the false positive results. It was noted results were reported out, but no further information was provided.